Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a Code 1003, indicating the voltage was too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. Subsequently, this device was explanted and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This product is being evaluated in our Post Market Quality Assurance Laboratory. This report will be updated when evaluation is complete.